Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead had dislodged. During the lead revision, the physician disconnected the dislodged lv lead and tried connecting the new lv lead to the cardiac resynchronization therapy defibrillator (crt-d), but the setscrew was unable to be screwed again. The device was explanted and replaced, and the dislodged lv lead was abandoned and replaced. No patient complications have been reported as a result of this event.